Event description:
Account reported that the tip of the scissors were broken off in use. The scissors were replaced with another and the procedure was completed. The account was not aware of any pt info.